Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The territory manager reported via phone call that the insulin pump alarmed no delivery excessively. The caller stated that the customer had performed troubleshooting multiple times but declined troubleshooting assistance. The customer requested replacement of the insulin pump. The caller was advised that replacement of the insulin pump may not resolve the issue. The customer stated that she believed that the issue was related to the insulin pump and wanted it replaced. The customer's blood glucose was 261 mg/dl. The customer stated that she had tried all remedies. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.